Event description:
It was reported that during a tubal ligation the device clamped on the vessel and would not open. The cord was cut on the device and the jaws opened. Another device was used to complete the case. The case was converted to a hysterectomy, but it was not known whether this was due to the device failure. There was no patient injury. Additional information was requested, but additional information was not received. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device was not received by the manufacturer as of the date of this report and was reported to be held by the user facility.